Event description:
It was initially reported that the patient was experiencing pain in localized to the neck and extending to the generator site. The patient was being referred for surgery. Surgery is likely but has not occurred to date. Clinic noted were received that indicated that there was side of the chest pain from the vns. Follow-up indicated that there was no reported manipulation or trauma and the relationship of the pain to vns was unknown. It was also unknown the reason for surgery or if it was even related to the pain since the nurse was unable to locate the referral notes. No further information was known or provided.

Event description:
Product analysis was performed on the explanted generator. An open can measurement of the battery voltage confirmed that the eri flag had been properly set. Based on the bench analysis and the electrical test results, the device exhibited current consumption rates that were within specification; thereby, demonstrating normal battery depletion to a ¿partially depleted battery¿ condition. The device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. With the exception of the eri parameter (eri flag was set to ¿yes¿ due to a low battery condition), the device performed according to functional specifications. Therefore, the electrical performance of the generator, as measured in the lab, will be used to conclude that no abnormal performance or any other type of adverse condition was found with the generator.

Event description:
On (B)(6) 2013, the patient underwent generator revision. Pre-operative and post-implant diagnostics were within normal limits, and the old generator was at eos=yes. The patient¿s device was programmed to intended settings after implant. An implant received on (B)(6) 2013 indicated that the reason for revision was eos. The generator was returned on (B)(6) 2013 and is pending analysis.